Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2018, the patient had essure inserted. An unknown time later she experienced abnormal uterine bleeding (seriousness criterion medically important), device failure ("failure defect (incl other organ damage)"), injury ("failure defect (incl other organ damage)") and sexual dysfunction ("sexual dysfunction"). The patient was treated with surgery (laparoscopic hysterosalpingectomy (bilateral) (with ovaries conserved)). Essure was removed in (B)(6) 2021. The reporter considered abnormal uterine bleeding, device failure, injury and sexual dysfunction to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.